Event description:
It was reported that post sensed t wave oversensing was observed on the implantable cardiac monitor (icm). The health care professional's plan was for continued monitoring. There were no patient consequences.